Manufacturer narrative:
A philips bench repair technician (brt) evaluated the device and could not confirm the reported issue. The device was found to have passed the sound test. The speaker assembly was replaced as a precaution. The device was operational after replacement parts were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the device has a speaker malfunction with no sound. The device was not in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.